Event description:
The customer reported the system displayed a cine disk error message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and all connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.